Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed the failure in the logs. The fse cleaned the pressure transducers and offset adjustment. The unit passed all functional and safety tests and was returned to the customer.

Event description:
It was reported that during a routine check, the c100 intra-aortic balloon pump (iabp) had a maintenance cod. 3 - synchronism. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 component code, h11.

Event description:
N/a